Event description:
The patient was discharged from the hospital after successful implantation and post-operative programming of the device. Around 2:00 am the next morning, the patient felt tremendous weakness in his legs causing him to fall. The patient called the hcp around 8:00 am that morning stating he could not feel his legs or feet. The hcp sent an ambulance to the patient's house and the patient was transported to the emergency room. The patient was examined by the hcp and a CT scan was ordered. The CT scan revealed and epidural hematoma around or near the site of the lead. The patient was taken back to surgery for removal of the entire device system and any potential or existing blood clots which may be causing the weakness and numbness in the legs. The patient recovered with sequela.